Event description:
It was further reported that the patient was experiencing pain and limited mobility within the joint. There were no symptoms until one month after the initial surgery, and no abnormality was found on x-rays during a routine checkup. However, pain in the affected area developed afterwards, and an x-ray taken revealed the patient condition. The patient underwent a revision procedure to improve mobility and relieve pain.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h6; h10 if any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products below in the d10 narrative. D10: concomitant medical products, part (lot): 110017624(6375233), 110030406(rm845r), 856135024(65717536), 856135032(65686476), 856135038(65920709), 856135040(006440), 856135040(66125890), 856135042(946640), 856135044(65686813). G2: foreign - the event occurred in japan. The customer has indicated that the product will not be returned to zimmer biomet for investigation (requested but not returned by hospital). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately one (1) month after a shoulder procedure, the plating system migrated from its intended position. The surgeon did not know what the patient had done in the postoperative course, but he could see that the humeral head had dropped and the distal part of the plate was lifting. A revision surgery was performed on approximately one month post implantation.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d4; g1; g3; g6; h1; h2; h3; h6; h10. The reported event is confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: two views of the right shoulder demonstrate a comminuted proximal humeral diaphysis fracture with lateral plate and screw fixation device in place. Single view of the right shoulder again demonstrates a comminuted proximal humeral diaphysis fracture with lateral plate and screw fixation device in place. Two views of the right shoulder again demonstrates a comminuted proximal humeral diaphysis fracture with some bony callous formation but new slight angulation of the fracture along the mid aspect of the lateral humeral plate. Several screws have withdrawn and the plate is no longer opposed distally. A definitive root cause cannot be determined. It was provided that the patient may have fallen which could be a contributing factor; however, it could not be confirmed. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.